Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) has been confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not charge the battery packs.